Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent primary tka (B)(6) 2012 and subsequent I&d washout on (B)(6) 2014 which included liner exchange. Patient remained infected and underwent revision (B)(6) 2014. Femoral and tibial components originally implanted (B)(6) 2012 removed as well as liner which was implanted (B)(6) 2014.